Manufacturer narrative:
The reported event was previously submitted via psr report on 01/22/2019. Device evaluation: a review of the device history record has been completed. No deviations or non-conformances noted. Visual analysis of the returned device identified: underweight, broken shell and others, red particles on the shell, fold creases, and wear abrasion. A microscopic analysis was performed which identified: a striated broken on anterior. Based on the device analysis the final assessment is: a striated broken on anterior assessed as surgical damage consist in the use of some surgical tool. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported a right-side rupture. Device has been explanted.